Event description:
Incident as reported: laparoscopic cholecystectomy - "after firing five clips successfully, surgeon removed clip applier from trocar as the tip broke into multiple pieces outside the seal." Pt status: good. Type of intervention: pt was leaking bile postoperatively, discovered right of surgery. Surgeon performed an ercp to address bile leakage. Surgeon claims the protrusion of the metal in the back of the clip applier jaw contributed to a penetration into the duct causing a leak.

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.